Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 504 mg/dl, nausea, vomiting and a high ketone level identified as dangerous by healthcare provider. Cause was unknown. Customer delivered a correction bolus to address the bg prior to ER. Customer was being monitored at the ER, no treatment was given. Customer had not yet been discharged at the time of call with customer technical support. Recommendation was made to consult with a healthcare provider regarding diabetes management.